Event description:
A pt underwent a procedure to a slightly calcified rca with 99% preprocedure stenosis. The site was predialted with maverick balloons: a 1.5x15mm balloon at 12atm for 10-20 seconds, and a 2.0x15mm balloon at 10 atm. The 2.5x23mm cypher stent was placed at 18atm for 45 seconds. The site was postdialted with a 2.75x8.0mm quantum maverick balloon at 20atm for 29 seconds, 20atm for 12 seconds, and 24atm for 13 seconds. The vessel had 99% pre and 20-30% postprocedure stenosis. Heparin 6000 units and integrilin were given intraprocedurally. Four months later, the pt returned with restenosis in the cypher stent; a taxus stent was placed to treat it.